Event description:
An olympus technician reported that during receipt inspection, the video system center would not power on. There was no report of any patient impact, as the issue was identified during receipt inspection. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Inspection and testing found the subject device would not power on due to a failure of the power supply unit. A burnt component was found on the power supply. Further evaluation found a noisy/flickering image due to a loose receptacle. This report is being submitted for the reportable malfunctions of the power supply unit failure and the noisy/flickering image. Service also found the front panel was cracked on its threads for screws. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and about the event. The device is an omsi loaner asset. The user facility has not shared any information or complaint related to the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power supply failure and intermittent image / loose receptacle could not be determined. Olympus will continue to monitor field performance for this device.